Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces.no button error alarm noted. The insulin pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 83 mg/dl. The button error alarm remained after the battery was changed. The buttons on the insulin pump may have been compressed while sitting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.